Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation and was inflated two times at 10 atmospheres (atm). However, during the third inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.